Manufacturer narrative:
(B)(4). Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturer were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2007 the patient underwent: anterior lumbar interbody fusion at l5-s1 (with the use of peek interbody fusion). Partial vertebral corpectomy l5-s1. Application of anterior interbody device (13 degrees 16mm peek interbody fusion cage packed with bone morphogenic protein). Application of anterior instrumentation (6.5mm cortical cancellous door stop screw with washer and to the sacrum). Fluoroscopy. Intraoperative monitoring of sset and mcv. Preoperative diagnosis: disc displacement l5-s1. Per op-notes: "... Sequential stepwise distraction was carried out at the disc space in order to size the appropriate size interbody cage. This was packed with bone morphogenic protein sponge on the back table. The peek cage was then impacted into place and to the middle and posterior third of the vertebral body and checked on fluoroscopy." The patient underwent: posterolateral fusion l5-s1 with local bone autograft ( morcellized allograft and bone morphogenic protein ); posterior lumbar bilateral laminectomy, facetectomy, neural foraminotomy at l5-s1; application of posterior instrumentation, talon pedicle screws and rods at l5-s1 on the right; application of local bone autograft; application of morcellized allograft; fluoroscopy; intraoperative ssep and mcv monitoring. Preoperative diagnosis: disc displacement l5-s1. 2) status post anterior interbody fusion l5-s1. Per op- notes: "... The transverse process and facet joint at l5-s1 and also at the sacral ala were decorticated. A mixture of local bone autograft strips mixed with bmp and morcellized autograft along with tricalcium phosphate were placed in the lateral gutters bilaterally. The rod was then placed into the pedicle screws on the right and top loading locking nut tensioned into place."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.